Manufacturer narrative:
Analysis was normal. No anomaly was found. The initial report was sent by mistake without the analysis summary included. This is corrected in this report.

Event description:
It was reported that during follow up the lead was found dislodged. Repositioning was attempted however it was not possible to extend the helix. The lead was replaced. There were no consequences for the patient.

Manufacturer narrative:
(B)(4).